Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and delayed healing are physiological and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "deflation, delayed healing and infection." Patient explained "incision never healed and infection began soon after implantation and never resolved." Device has been explanted.

Event description:
Patient reported right side "deflation, delayed healing and infection." Patient explained "incision never healed and infection began soon after implantation and never resolved." Device has been explanted.